Manufacturer narrative:
The subject ch-s400-xz-eb has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject ch-s400-xz-eb to determine the cause of this phenomenon when omsc receives it. Ch-s400-xz-eb instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure of laparoscopic assisted distal gastrectomy (ladg) using the ch-s400-xz-eb and otv-s400, the endoscopic image changed to color bar image. The user restarted the otv-s400 but the malfunction did not resolve. The user replaced the ch-s400-xz-eb and the otv-s400 with an unspecified similar system and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-01898. The subject ch-s400-xz-eb was returned to olympus medical systems corp. (Omsc). Functional checks were performed with the subject ch-s400-xz-eb (sn (B)(4)) which was connected to otv-s400 (sn (B)(4)) that were used when the reported malfunction occurred. Also, functional checks were performed with the subject ch-s400-xz-eb (sn (B)(4)) by exchanging the otv-s400 (sn (B)(4)) for another similar camera control unit (omsc asset). As a result, the reported malfunction was not reproduced. Any other malfunctions did not occur and the subject ch-s400-xz-eb worked correctly. The investigation of the subject ch-s400-xz-eb confirmed the following details: the system including the subject ch-s400-xz-eb was turned on and off repeatedly. The housing of the ch-s400-xz-eb was made to vibrate. The ch-s400-xz-eb was inserted and removed to the camera control unit. Stress was applied to connector of the ch-s400-xz-eb connected to scope connector of the camera control unit. Power was continuously supplied to the system including the subject ch-s400-xz-eb. On the other hand, when the appearance of otv-s400 used at the same time when the reported complaint occurred was confirmed, discoloration was observed in the electrical contact portion with the camera head. The discolored portion also includes a contact portion for communicating a video signal. It is a specification that the color bar is displayed when communication of the video signal becomes impossible. Omsc performed an investigation on the actual ch-s400-xz-eb. The reported phenomenon was not reproduced. The root cause of this phenomenon could not be conclusively determined. There was a possibility that a color bar was displayed due to temporary communication failure between the ch-s400-xz-eb and the camera control unit.